Event description:
Event description cpi received information that this lead was removed from service due to not pacing at 7.5v, the device was programmed to fixed mode. The lead was replaced and working fine.